Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. (B)(4). An examination of the returned capio opc device revealed that the carrier and cage were separated. Even though a functional analysis could not be performed due to device condition, observed damages indicated excessive manipulation of the device. The carrier separated from the device sugested that there were likely issues to load the suture/dart on the device; consequently, confirming the reported complaint "dart kept slipping off the capio opc device." In addition, it is most likely that attempts to load the suture/dart on the device could have affected the device performance and its integrity, a lot force applied to the device loading the suture/dart can lead to damages on the device. Cage separation could occur as a result of operation of the device before carrier separation. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Since the carrier on the device returned showed evidence of bending overload (inclined plane) in a brittle material which led to the separation, it is probable that handling and manipulation of the device during its use could have contributed with the damages observed on the device. Based on the information available and the analysis performed, the investigation concluded that the most probable cause for this complaint is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a procedure. According to the complainant, the dart "kept slipping off" the capio device. Subsequently, a new capio opc device was used to finish the procedure without any issue. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event most likely suggests that the dart was difficult to load on the device. This event has been deemed reportable based on the investigation results: the capio carrier and cage detached. The detached pieces were returned.